Manufacturer narrative:
Exact date unknown, event occurred four months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg had to be charged for an extended period of time. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned.